Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A physician reported that he collected the fragment, when removing the sample from the trigger inside the needle, it broke and came loose from the needle. The needle was contaminated and due to the risk of contamination, it was discarded.